Event description:
A report was received that the patient was experiencing pain at the pocket site causing her blood pressure to elevate. The physician suspected that the device was malfunctioning. The patient was prescribed dilaudid, toradol, valium, and clonidine for blood pressure and intravenous medications for pain. The patient was doing well after the medications were given. The patient will undergo a revision procedure and click anchor replacement.

Manufacturer narrative:
Additional information was received that the patient was only complaining of pain at the midline incision due to the anchor. The patient did not have pain at the pocket site. The physician believed that the pain was contributed to weight loss and scar tissue. The patient underwent a revision procedure wherein the anchor was moved deeper. Nothing was done to the pocket site. The patient did well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site causing her blood pressure to elevate. The physician suspected that the device was malfunctioning. The patient was prescribed dilaudid, toradol, valium, and clonidine for blood pressure and intravenous medications for pain. The patient was doing well after the medications were given. The patient will undergo a revision procedure and clik anchor replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-4316, lot #: 16280944, description: next generation anchor kit-sterile.